Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2016. The fse replaced the diaphram. The analyzer was tested with no errors noted. There was no further action required by field service. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was failure of diaphragm plunger. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a 706 l (large) syringe error with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.